Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7193916.

Event description:
It was reported that patient was being overstimulated and fell. X-ray was taken and showed that the leads migrated. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead was disposed.

Event description:
It was reported that patient was being overstimulated and fell. X-ray was taken and showed that the leads migrated. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead was disposed.